Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation with a saline mentor siltex round moderate profile 200 cc and experienced deflation, capsular contracture with baker grade ii and seroma on the right breast implant. As a result, the patient underwent bilateral removal and replacement with mentor gel breast implants of unknown type on (B)(6) 2018.